Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.